Manufacturer narrative:
Analysis of the lead (serial# (B)(4)) found no anomaly. Functional test of the lead showed acceptable continuity (no shorts).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 4350-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a lead was explanted after implant because the test stimulation of the gracillis neosphincter showed no contraction. The patient was rescheduled for lead placement, but the date was unknown. There were no patient symptoms or injuries related to this event.